Manufacturer narrative:
Correction to device available for evaluation?: corrected from "yes" to no. Correction to device evaluated by MFR?: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the hospital disposed of the device. (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was broken upon removal from its packaging. The broken 5max ace was found prior to use and was not used in the procedure. The procedure continued using a new penumbra system 5max ace 64 reperfusion catheter (ace 64).